Event description:
It was reported that the arterial pressure, p-art, was reading as 0 mmhg and the delta pressure, delta p, was out of range. The pressure were recalibrated but the p-art does not change. The hls cable was exchanged and the failure was reproducible. The sensor panel is believed to be the issue. The failure occurred during priming. No harm to any person has been reported. Any pressure issue, or pressure reading issue can lead to a pump stop, if the interventions were set by the user. Complaint ID (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (cardiohelp) has been manufactured on 2011. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Manufacturer narrative:
It was reported that the arterial pressure, p-art, was reading as 0 mmhg and the delta pressure, delta p, was out of range. The pressure were recalibrated but the p-art does not change. The hls cable was exchanged and the failure was reproducible. The sensor panel is believed to be the issue. The failure occurred during priming. No harm to any person has been reported. Any pressure issue, or pressure reading issue can lead to a pump stop, if the interventions were set by the user. Therefore a report is required. A getinge field service technician (fst) was sent for investigation. The fst could confirm the failure. The fst confirmed that there was no damage or corrosion on the sensor panel. The sensor panel was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A similar failure was investigated by getinge life-cycle-engineering on 2023-01-26 with following conclusion: the most probable root cause that the wetting of the socket plan from the hls connector affected the measurement voltages for the arterial pressure. This lead to the unstable value changes of the pressure. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter "preparation and installation" and quadrox-ir small adult / adult, chapter "priming the system") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the instructions for use (IFU) of the cardiohelp (chapter "cleaning and disinfection") the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore, in the IFU chapter "connecting the sensors" it is stated that the sensors must be kept clean. The review of the non-conformities has been performed on 2025-08-12 for the period of 2011-10-07 to 2025-07-29. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2011-10-07. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "pressure reading incorrect" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID (B)(4).